Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator showed occlusion, extended high p peak, and safety valve open alarms. The vent was recalibrated and then failed again. There was no patient involvement at the time of the incident.